Event description:
Family member reported, on oct. 1 to kimberly-clark, that the patient experienced cardiac arrest, secondary to respiratory arrest, and was admitted to the hospital approx one month earlier. The patient was revived and returned home in stable condition on original date. The reporter claimed there appeared to be on oily moisture visible inside the packaging, on the flaps of the prescribed heat and moisture exchanger that was used on the patient. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility through the family member, where the incident occurred.

Manufacturer narrative:
Manufacturer's investigation believes the moisture seen in the packaging is a normal occurrence but additional investigation and analysis are pending. A follow-up report will be provided when additional pertinent information is available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.